Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and noted that the flow sensor diaphragm was stuck to the top of the flow sensor housing. The flow sensor was replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, monitored tidal volume was lower than expected. In addition, the unit had a flow sensor alarm. There was no reported patient injury.